Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 15.5 mm from the distal end. There were no scratches around the broken part. The fracture surface showed that the crack developed from the fracture as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the crack may occur on the probe when the output is activated while only the tip of the probe is pressed hard against the tissue or while the device is being twisted with the tissue grasped. Also it is known that the probe breaks when physical load is applied to the probe which is already cracked. The instruction manual of this device indicated below. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged. Please cross-reference the following report:8010047-2016-00031.

Event description:
Three t3905 devices were used during a procedure of the excision of the anal fistula. The probe of the first t3905 broke and fell off into the patient's body, and the fragment was retrieved from the patient's body. The tip of the grasping surface of the second t3905 device was deformed. The procedure was completed with the third t3905 device. There was no patient injury reported. This report relates to the first t3905 device.